Event description:
Revision surgery - due to the patient tearing their rotator cuff; the surgeon converted to a reverse shoulder prosthesis. He removed the head, neck, and glenoid.

Manufacturer narrative:
The reason for this revision surgery was to fix a rotator cuff tear; failure that occurred after 4 months, 6 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 46 prior complaints reported against this part number; this is the first complaint with the failure mode of fixation, poor implant to bone. This is the first complaint against this lot number. The root cause for the rotator cuff tear; failure was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.